Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the complaint was reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: other: tga device incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by the patient. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an uphold vaginal support system mesh and an obtryx sling were implanted into the patient during a procedure performed for the treatment of bladder prolapse. According to the patient, after the procedure, the patient has experienced constant pain, burning sensation in abdomen, and constant urinary tract infections. Subsequently, both uphold mesh and obtryx sling were removed one year after the initial procedure. The patient is reportedly still in healing process but has no more pain and burning sensation.